Event description:
It was reported that patient underwent a procedure on (B) (6) 2009 utilizing an interference screw. Subsequently, patient experienced locking of the knee and an MRI scan revealed that a screw had fractured. An arthroscopic procedure was performed on (B) (6) 2010 to remove the fractured fragment of the screw. The remaining portion of the screw maintained fixation of the implant and was left in place. No further information has been reported to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4) - evaluation of the returned component found that it fractured due to torsional overload.